Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2024. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on 23/may/2024 with complaints of abdominal cramps and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3872 u/l, neutrophils = 95%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg and ceftazidime 1500 mg daily for 14 days. The patient¿s cell count was rechecked on 28/may/2024 and showed signs of improvement (wbc = 306 u/l, neutrophils = 87%), however the patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii, and the patient¿s antibiotics were discontinued and replaced with ip levaquin (dosage not provided) daily for 14 days. The patient continued to undergo ccpd while hospitalized without reported issue and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient and spouse have excellent technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2024. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal cramps and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3872 u/l, neutrophils = 95%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg and ceftazidime 1500 mg daily for 14 days. The patient¿s cell count was rechecked on (B)(6) 2024 and showed signs of improvement (wbc = 306 u/l, neutrophils = 87%), however the patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii, and the patient¿s antibiotics were discontinued and replaced with ip levaquin (dosage not provided) daily for 14 days. The patient continued to undergo ccpd while hospitalized without reported issue and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient and spouse have excellent technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (B)(6) 2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal cramping and cloudy peritoneal effluent fluid. The etiology of the serious adverse events is currently unknown; therefore, causality cannot be firmly established. However, per the pdrn the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Acinetobacter baumannii is commonly found in soil and water. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.